Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-mar-27. The rep stated that the exact date of the overdischarge was unknown and the patient¿s weight was unknown. The patient reported that the batteries were charged the night before and while the rep was with the patient the next day they were completely depleted. The rep put the stimulation on the charger and within an hour and a half the battery was completely charged. The patient was encouraged to recondition the battery and the rep reminded the patient of the need to charge more frequently until the battery would not hold a charge. The rep stated that the cause of the overdischarge battery and battery charging and depleting rapidly following the overdischarge recovery was that a rapidly depleting battery can be common of a battery that has been completely depleted. Recondition was needed. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported that they need their stimulator rebooted and need someone to reset it. Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that they met with the patient last week and performed a physician mode reset (pmr) for the patient¿s overdischarge. The rep stated that since the overdischarge the battery charges and depletes rapidly. The rep and patient were both unsure, but they thought the patient might have had a previous overdischarge. The overdischarge occurred on an unknown date. There were no patient symptoms reported and no complications reported.